Event description:
It was reported that a spectrum pump had no screen display. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection identified a white screen that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Problem. The reported condition was verified. The issue will not be assigned to the motor as the motor assembly is not a potential cause of white screen issues. The device will undergo full release testing prior to return to customer to ensure proper working condition prior to return to customer. Should additional relevant information become available, a supplemental report will be submitted.